Event description:
It was reported that iab ruptured. Additional information from physician indicates driveline tubing may have disconnected from iab. Iab was exchanged. There were no reported patient complications.